Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, vessel damage at the puncture site was reported that was caused by the over-captured nosecone while withdrawing the delivery catheter system (dcs). The vessel damage was repaired surgically. No additional adverse patient effects were reported.